Event description:
On (B)(6) 2011 an upper endoscopy with manual removal of a disposable bravo wireless capsule was performed at the pt's request. Device was inserted (B)(6) 2011 and failed to dislodge and pass through her system.